Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction codes recur, which the customer acknowledged and understood.